Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to claim that on (B)(6) 2013 the transmitter gave an out of range signal over night. At the time of contact with dexcom technical support, patient did not report any medical intervention or injuries. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the permanent out of range signal.